Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default. Initial reporter last name: (B)(6). Investigation summary: through the analysis of the photo sent by the customer, it is possible to observe the wrongly positioned stopper on the syringe, however since no physical samples were received, it is not possible to confirm whether the root cause comes from the molding of the plunger or from the syringe assembly process. Production processes are validated according to defined acceptance criteria. The incident identified from this complaint will be monitored for trend assessment. Furthermore, batch history analysis was performed, quality notifications and maintenance records were verified where no records potentially related to failure were found. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that syringe plastipak 20ml s/su had a misaligned stopper. The following information was provided by the initial reporter: " description: stopper uncoupled/loose, out of level. "